Event description:
The customer reported that the insulin pump alarmed and while rewinding the device alarmed motor error and insulin squirted out. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube and scratched display window.